Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 400mg/dl, and she was treated with an insulin drip. Troubleshooting was performed. The time, date, settings and programming were correct. The customer stated that she somehow became disconnected from the insulin pump at the quick release the night before the event. The customer did not have additional supplies to continue testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.